Event description:
It was reported that the device was explanted after an implant duration of 7 years and 5 months. The reason for explant is unknown. No further details were provided.

Manufacturer narrative:
Device not returned.